Manufacturer narrative:
The device was not returned for evaluation and the hp continues to use the device for apd therapy. The initial drain alarm setpoint was inadvertently programmed too low, which may have resulted ina an incomplete initial drain followed by a full fill. As a result of this incident, the hp's initial drain alarm setpoint was increased from 2000mls to 2500ml. See scanned pages.

Event description:
The home patient (hp) reported feeling full, as if she were overfilled, while using the homechoice cycler for apd therapy. The hp had performed a manual capd exchange of 2500mls during the day, which she expected to drain out during the subsequent initial drain phase of apd therapy in the evening. The hp stated her apd therapy and performed her initial drain, after which she received her programmed fill volume of 2500mls. The hp felt overfilled and placed the cycler into a manual drain, removing 2953mls of fluid. Afterwards, the hp continued apd therapy to completion with no further difficulties and there was no patient injury or medical intervention. Review of the device's program parameters revealed the initial drain alarm setpoint had been inadvertently set at 2000mls in (B)(6) ; however, it should have been set at 2500mls.